Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while attempting a caudal block on the patient, doctor was unable to complete the procedure. During cleanup, it was noticed that the jelco IV catheter tip was missing a piece of its distal end. The doctor and team were unable to locate the missing piece. An ultrasound and a flat plate were performed. The radiologist reported no definite evidence of a foreign body, although it could not be completely ruled out. There was a patient involvement, and no harm was reported.